Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and there was no failure detected. The receiver case was opened for further evaluation. An interior inspection was performed by a calibration and paring test and the tests failed. The interior inspection and a review of the downloaded receiver log confirmed the reported event of a permanent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).